Event description:
The facility initially noted corneal burns had occurred. During follow-up, the surgeon stated that no burns were noted, but he wanted the system checked out due to an increased number of post-op sutures recently. Additional information has been requested. This event is reported as MFR report# 2028159-2007-0006. The other events are reported as MFR report #s: 2028159-2007-00012 and 2028159-2007-00013.

Manufacturer narrative:
A company service rep checked the system and found it to meet performance specifications. Also tested two handpieces that are third party refurbished; noted they get very hot. A company rep will work with the surgeon.